Event description:
This case was cross referenced with cases: (B)(4). This spontaneous case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) years old patient (sex: not provided) who received treatment with synvisc one and after an unknown latency patient reported swelling, redness, pain, difficult weight bearing on injected leg. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose: not provided) for osteoarthritis with batch/ lot number: 7rsl021 and expiry date: may-2020. On an unknown date in (B)(6) 2017, after an unknown latency, patient reported swelling, redness, pain, difficult weight bearing on injected leg. Patient was told to ice affected knees, elevate affected legs and was given steroid packs. Corrective treatment: ice affected knees, elevate affected legs, steroid pack and pain medicines for pain; ice affected knees, elevate affected legs, steroid packs for all other events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number : (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all events additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced localized erythema and weight bearing difficulty in leg for which patient received steroid pack. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on 03-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) years old patient (sex: not provided) who received treatment with synvisc one and after an unknown latency patient reported swelling, redness, pain, difficult weight bearing on injected leg. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose: not provided) for osteoarthritis with batch/ lot number: 7rsl021 and expiry date: may-2020. On an unknown date in (B)(6) 2017, after an unknown latency, patient reported swelling, redness, pain, difficult weight bearing on injected leg. Patient was told to ice affected knees, elevate affected legs and was given steroid packs. Corrective treatment: ice affected knees, elevate affected legs, steroid pack and pain medicines for pain; ice affected knees, elevate affected legs, steroid packs for all other events. Outcome: unknown for all events. Seriousness criteria: required intervention for all events. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 9-nov-2017: this case concerns a patient who received synvisc one injection and later had localized erythema and weight bearing difficulty in leg for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.